Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the lead was attempted to be implanted but not used. The guide wire was attempted to be inserted into the lumen of the lead but encountered tightness around the pin making it very difficult to be inserted into the lead lumen. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.